Manufacturer narrative:
Patient age is unknown; however, reported to be over 60 years old. The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. The control wire and coil were cut near the handle. A functional test could not be performed due to the condition of the returned device. The reported event of clip failed to release from the delivery catheter was not able to be verified as the device was received cut. However, the evaluation revealed that the clip assembly was mashed onto the bushing which likely prevented its release from the delivery catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure, the clip locked onto target tissue, however, it would not release from the delivery catheter after deployment. The clip was pulled off from the tissue and the device was withdrawn from the patient. The procedure was completed with another manufacturer's device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure, the clip locked onto target tissue, however, it would not release from the delivery catheter after deployment. The clip was pulled off from the tissue and the device was withdrawn from the patient. The procedure was completed with another manufacturer's device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.